Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 1.2, 1.3, lab: 3.0, 2.8. No further information was available from the customer.

Manufacturer narrative:
Investigation pending.